Event description:
It was reported that a rotawire fracture occurred. The 10mm x 2.5mm, 75% stenosed target lesion was located in a severely calcified and severel tortuous mid left anterior descending artery (lad). A 330cm rotawire and a 1.50mm rotalink plus were selected for use. During procedure, while performing ablation 7 times at 180,000 rpm at 10 seconds duration, the burr was being moved forward and backward without staying at one place. Subsequently, it was noted that 2-3cm of the spring tip of the rotawire was fractured possibly due to the annulus of the burr coming in contact with the spring tip of the rotawire. The physician attempted to remove the fractured fragment by entwining two guidewires; however, the fragment could not be removed. Consequently, the fractured fragment was then apposed to the vessel wall by deploying a stent. There were no further patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. The guidewire has different kinked sections along its body. It was was found broken/fractured, this damaged section was located approximately at 325 cm from the proximal end. The detached section was not returned. The damaged end showed some rotational wear marks. No more damages were found. The dimensional inspection revealed that the overall length and the outer diameter (od) of the distal tip could not be perfromed due to device condition. The dimensional inspection revelaed that the outer diameter of the middle of the device and proximal section were found witihin specification.

Event description:
It was reported that a rotawire fracture occurred. The 10mm x 2.5mm, 75% stenosed target lesion was located in a severely calcified and severel tortuous mid left anterior descending artery (lad). A 330cm rotawire and a 1.50mm rotalink plus were selected for use. During procedure, while performing ablation 7 times at 180,000 rpm at 10 seconds duration, the burr was being moved forward and backward without staying at one place. Subsequently, it was noted that 2-3cm of the spring tip of the rotawire was fractured possibly due to the annulus of the burr coming in contact with the spring tip of the rotawire. The physician attempted to remove the fractured fragment by entwining two guidewires; however, the fragment could not be removed. Consequently, the fractured fragment was then apposed to the vessel wall by deploying a stent. There were no further patient complications reported and the patient's condition was good.